Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right atrial channel. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.